Event description:
It was reported that the patient developed pocket infection and sepsis involving the pacemaker device, right atrial (ra) lead, and right ventricular (rv) lead. The system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient developed pocket infection and sepsis involving the pacemaker device, right atrial (ra) lead, and right ventricular (rv) lead. The system was explanted. No additional adverse patient effects were reported.